Manufacturer narrative:
Concomitant medical products: product ID: b3300542m, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID: b3300542, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(6), ubd: 30-jun-2025, UDI#: (B)(4); product ID: b3300542, serial/lot #: (B)(6), ubd: 27-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that the patient's lead/extension eroded thru the scalp and a surgical inte rvention was performed. The surgeon washed out the surgical site, drilled a trough in the skull bone to recess the connections and close the incision.  It was unknown whether any external factors may have led or contributed to the issue. The issue was resolved at the time of this report.